Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the device was exposed as the patient was skinny. Device settings were unknown. No x-ray images were available. No telemetry data was available as it was unobtainable. The patient was under monitoring currently and antibiotics were being applied to the lesion. A replacement procedure was scheduled to be performed and the patient was scheduled to be transferred to a hospital. The issue was not resolved at the time of this report. The patient was alive with no injury. Past medical history included musculoskeletal tumors in the upper arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.